Event description:
It was reported that during a coronary artery bypass graft, an error occurred and the blade was broken off. The blade was broken off outside the patient, so no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. According to the sales rep, the blade was burned and broken off at the burned part. No device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.